Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. There was additional information received from the initial reporter that stated there was no patient involvement. B6-b7 updated. D3 manufacturing plant address, city, and zip code updated. H6: f code updated.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was verified. Functional and visual testing found fluid ingression on the mainboard, front peizo assembly, battery compartment springs, downstream occlusion sensor, keypad, lcd, and lens. All were replaced.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displays that the cassette is not attached. There was unknown patient involvement and unknown patient harm/adverse event reported.